Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 590 mg/dl. The customer was also suffering from a broken ankle, high blood pressure, pneumonia, and various infections at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement, prime, and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.